Event description:
Boston scientific received information that this patient¿s pacemaker and competitor right atrial (ra) lead triggered a lead safety switch as a high out of range pacing impedance measurement of greater than 2500 ohms was observed. Multiple mode switches were also noted due to oversensed noise on the ra lead. The physician believes the ra lead is fractured but this has not been confirmed through x-ray. The physician increased outputs and the patient will continue to be monitored. The pacemaker continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.